Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was 288 mg/dl at the time of the incident and the current blood glucose value of the customer was 218 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The reason why customer alleging the insulin pump for under delivery because when customer was changing the programming on the pump the hcp was delivering the insulin and noticed that it was not coming out. The customer also stated that the drive support cap was flushed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to compromised force sensor system alarm.